Manufacturer narrative:
Device used for treatment, not diagnosis. Device is a veterinary product. No patient information will be reported. The manufacturing documents were reviewed and no complaint related issues were found. The device was received at service and repair with a blemished housing. The reporter's complaint that the unit is frozen was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. This complaint is invalid. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.a service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4)

Event description:
It was reported that a sagittal saw attachment will not move. It was tested against different small battery drives and batteries. This was noticed during testing before any surgical procedure was performed. This is report 1 of 1 for complaint (B)(4).